Event description:
Baxter france received a report that one baxter infusor singleday device leaked during infusion. According to the reporter, the infusor leaked at the level of the luer connection after connected to the patient peripheric venous way. The leak reportedly occurred 3 hours after connection. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Per the customer, the lot number is unknown. Therefore, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.